Event description:
The facility returned the device for service to baxter for an original reported condition of "accuracy issue." No further info was provided.

Manufacturer narrative:
Customer reported there were no deaths or patient injuries associated with this report.